Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The patient presented with chest pain. Cardiac catheterization revealed a narrowing of proximal lad. A 2.75x20mm taxus express2 stent was implanted. Two years and one month post the stenting procedure, the patient suffered a myocardial infarction due to thrombosis in the previously implanted taxus express2 stent. The patient underwent thrombectomy, angiography, and further stenting.